Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) implantable cardioverter defibrillator (ICD) 2013 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary : the full lead was returned and analyzed with no anomalies found. The helix was extrinsically distorted due to pulling/stretching/overstress and through visual analysis, it was noted that the lead was damaged at implant.

Event description:
It was reported that during an av node ablation procedure, the patient experienced ventricular tachycardia and asystole, and became pacemaker dependent. The chronic right ventricular (rv) lead had increased threshold and intermittent to no capture after the ablation. The lead was explanted and another lead was attempted, however, the replacement lead dislodged. The replacement lead was not used. The system was explanted and the rv lead - as well as rest of the system - was replaced on the right side of the patient due to medical judgment. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.